Event description:
It was reported that the pump was not delivering boluses. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was delivered to address bg. The pump logs were unavailable for review therefore the allegation could not be verified.